Event description:
During a low anterior resection procedure, the device did not fire any staples. Drivers were visualized and seen all the way through. The procedure was completed by hand suturing and using a device of another product code. The procedure was extended by 3 hours due to malfunction. No transfusions required. Pt is fine.